Event description:
It was reported that the iab was placed in a pt coming off of bypass. Almost immediately after the pump was started, they experienced helium leak alarms. The iab was removed and replaced without any pt complications.